Manufacturer narrative:
The device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure as the device was being initially interrogated by the medical equipment company representative, the device displayed a "gray bar", indicating the longevity was not available. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.